Event description:
Customer's mother stated customer was hospitalized for diabetic keto-acidosis. Parent stated customer was unconscious and transported to the hosp in the ambulance. Customer went back to the pump and had a no delivery alarm. Also stated that the customer removed the batteries and all the programming was erased. Customer had the fluid troubleshooting was performed. Pump performed satisfactorily.